Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, a wire was inserted into the left ventricular (lv) lead and it was found that the wire had great resistance in the lead. The lv lead was removed from the patient¿s body and it was determined that the wire could no longer be extracted from the lead and the wire was noted to be deformed. Two additional lv leads were attempted to be placed without success due to the patient¿s anatomy. A new lead was ultimately used and the operation was completed. No patient complications have been reported as a result of this event.